Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the backup battery keeps failing. The customer contacted product support and requested for service repair. The biomed is requesting part # for the esprit battery. The customer reported that the unit was not in use on a patient. Product support advised the customer the esprit has reached end of support and the battery may no longer be available.